Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt there was lead placement difficulty and the lead could not be implanted "due to tough take off". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.